Manufacturer narrative:
The initial reporter stated that this patient's right and left mandibular components had been removed by a previous surgeon due to the patient's condition called arthrogryposis. The explanting surgeon reportedly removed the mandibular components to increase the patient's range of motion. The treating physician plans to place revision mandibular components. Multiple mdrs were submitted for this event (2031049-2021-00010).

Event description:
CT imaging revealed that this patient's bilateral mandibular components had been removed and replaced with temporary devices.